Event description:
A hospital reported, that a pt had been admitted with hypoglycemia. The pt was treated with dextrose. A reading of 28mmol/l was obtained on the customer's precision xtra/optium meter. The pt became unresponsive, cold and clammy. A second reading of 27.8mmol/l was obtained on the meter. A comparison reading of 2.0mmol/l was obtained. It is unknown, at this time, what the comparison method was and how much time elapsed between the readings. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
This is an initial report. The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.